Event description:
The customer contacted spacelabs healthcare to report that their xhibit central station suddenly lost power. No patient or user harm was reported. Troubleshooting with the customer confirmed that the xhibit central station no longer had power. The user reported that they previously had a ups battery warning, but it was ignored. The customer was advised to reach out to their internal biomed team to troubleshoot the power loss. Technical support attempted to follow up with the customer, however, at this time the customer has not responded. The cause of the reported problem could not be determined. If additional information is made available, a follow-up report will be submitted in accordance with 21 cfr 803.56.

Manufacturer narrative:
Note regarding d4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.